Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via a manufacturer representative from a health care provider regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that there was an alleged overdischarge and that the last successful recharge was in (B)(6) of 2016. The manufacturer representative did one physician mode recharge and was unable to pull the implantable neurostimulator out of overdischarge on the day of the report. The manufacturer representative met again with the patient on (B)(6) 2016 to do an antenna locate test and another physician mode recharge to try and bring it out of the overdischarged stated and it was unsuccessful. The patient wants a new battery and they informed the physician and they are contacting the neurosurgeon to schedule a battery replacement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.